Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked; customer could not confirm the location of the leak. Additionally, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 299 mg/dl. Reportedly, the customer was able to clear the alarm and resume insulin delivery.